Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance and rising rv coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.